Event description:
It was reported the patient is not receiving effective due to high impedance on contacts (B)(6) and unable to enter MRI. Surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy restored. Note: it is unknown which lead is related to this issue.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000109608. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.